Event description:
The patient was being resuscitated and staff were unable to maintain an adequate seal between the et tube and the hyperinflation system. Upon inspection, the elbow of the hyperinflation system was assembled improperly which did not allow for a proper seal between the elbow and the et tube.

Manufacturer narrative:
Two samples from two different lots were returned and viewed under normal vision; one was correct and one was not. Review of manufacturing and quality records revealed no discrepancies or problems. The suspect hyperinflation system assembly was a new, first time run for this custom product for this customer and was manufactured for the first time by manufacturing. The first lot was affected with the configuration problem. The other lot, was returned and 100% visually inspected without any configuration problem. The assembly is a manual process, and the 10" corrugated hose is connected to a hyperinflation elbow subassembly using alcohol. The manufacturing personnel did not assemble the hose to the correct end of the elbow per the drawing and the inspector did not detect the mis-assembly on a percent of the products. All similar subassemblies and finished goods in house containing the elbow/bag combination were quarantined and 100% visually inspected for the correct configuration. There were 997 cases that were 100% re-inspected with zero defects. There were ten cases of 12 eaches of the complaint lot manufactured on 5/31/2006. Forty eight(48) pieces and one partial case of 6 pieces were returned from the customer and the distributor. All cases were 100% visually inspected for configuration; there were 46 pieces with the wrong configuration and 8 pieces with the correct configuration. The customer used the other 5 1/2 cases without problem, and were not affected. The device is used in resuscitation and transport applications. A manometer is attached to measure pressure and clinician is to monitor disconnection. If this product failed during use it would not cause serious injury or death to the patient, but the clinician would have to immediately replace the defective unit. The account indicated that the patient died due to severity of the injuries of the burn. This is a result of a training issue and all personnel involved were retrained.